Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator could not introduce the stylet through the right ventricular (rv) lead. New rv lead was opened and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that a fresh 14-58 gray stylet was inserted and came to a blood obstruction in the distal conductor at 35.8 cm. If information is provided in the future, a supplemental report will be issued.